Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: four (4) actual samples were received for evaluation. A visual inspection with the naked eye noted a the female connector was separated from the main body of one sample. The insert chip was not returned with the sample, however there was evidence present on the female connector indicating the insert chip was present during the assembly process. Most likely the insert chip was dislodged during disconnection. Functional testing including leak testing, clear passage testing and clamp function testing were performed and no issues noted. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the main body during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.